Event description:
The event is reported as: complaint alleges: during surgery attempt to apply 2 clips, the clips got broken. Nothing remained inside the patient. No patient injury reported. Patient current condition is fine.

Manufacturer narrative:
The device history record (DHR) does not show issues related to complaint. Complaint can not be confirmed since the sample was not available for investigation therefore it is not possible to determine the root cause and a corrective action for it. Complaint can not be confirmed since the sample was not available for investigation. If more information of the sample becomes available, this investigation will be updated as necessary.